Event description:
The following was reported to hamilton medical ag: unit will not boot-up no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: unit will not boot-up; no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 (B)(4). Field updated. The investigation and the review of the event demonstrated that the event can be now classified as non-reportable. Currently, the issue did not occur in a clinical environment. The device on question is a demo device (therefore no patient involvement). When the device was boot-up, the device did not start. The root cause of the event was determined to be a defective esm board. After replacing the esm board, the 3.0.3 software was installed, option codes entered and service software checks per manufacturer specifications performed, all functional tests passed.

Event description:
The following was reported to hamilton medical ag: unit will not boot-up no patient involvement.